Event description:
Further follow-up indicates the wireless software update was performed clearing the eri message. The device is providing therapy.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended.